Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to stimulation jumping to 9 was that they were at rest. The patient reported that they talked to a rep and he thought it was the sensing. The patient was in (B)(6) going to (B)(6) and would see him then. The patient reported that the issue should be resolved after (B)(6). No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported a lead was removed and replaced with a different lead for better coverage on (B)(6). There were several electrodes that were not working on the lead that was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 2, 2020 however, their response was confusing. When asked if the bilateral leg pain and right calf and foot pain was new pain or if it was the pain they got the implant for, the rep responded with "yes". Follow up will be done to obtain clarification from the rep. Additional information was received from the rep on june 5, 2020. They confirmed they had discussed the following information with the physician/account. It was reported that the pain in the patient's legs and right calf and foot was what the patient had gotten the device for, so this was a return of pain. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the rep met with the patient and they were complaining the stimulation surges even though they didn't change positions. An impedance test indicated electrodes 0,2,6 were red. The patient came in using group b, their favorite, which was a cross talking program 6+7+15- pw 250 r 70. Group b, the cross talking group was causing stimulation to feel like it was surging (increasing and decreasing) when no positional change was made. The same thing happened when the rep eliminated electrical 6. Because of this the rep eliminated the cross talking group. The patient is currently using group b 13+14+15- pw 450 r 70 which has good coverage of their legs. The rep also re-oriented and adjusted the sensor. The patient changed positions and walked around and the surges did not happen. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back saying that she was back in town from florida and was hoping to meet up to do some reprogramming. The patient said the that the battery is doing the same thing and seems to be turning on and off for no reason. The rep believes this has to do with positional stimulation. The patient was told that a rep would be meeting up with her as soon as restrictions due to covid19 lightening up. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-feb-21 information was received from a family/friend of a patient who was implanted with an implantable neurostimulator (ins). It was reported that since 3 months ago when patient is sitting or lying down, her setting is usually at 4-5 and stim suddenly jumps to 9 and this happens every other day and its uncomfortable and sometime happens when she is sitting in the car. Patient does have adaptive stim feature activated. Patient had reprogramming done in (B)(6) 2020. Caller and patient said they mentioned this issue to a rep in 2019. Patient is having surgery in another month to add another lead to go down to her back. Patient mentioned issue to other reps but she can't remember when or who. Callers were offered to assist with patient staying in position for 1-5mins at setting she wants and caller and patient said they can do it on their own. Caller said they have an appointment coming and will discuss with hcp if necessary. No further complications were reported. (B)(6) 2020 rep stated that the patient called them and reported the stimulation was turning up and down for no reason. The cause was unknown. Patient's weight was asked but unknown. Hcp had no further information. (B)(6) 2020 additional information was received from the rep. It was reported that the rep spoke to patient about this issue over the phone, however patient was in (B)(6) at the time and she is returning in the second week of march and plans to set up an appointment to address the issue at that time. No further complications were reported.